Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock due to over-sensed noisy signals. The shock impedance for the event was noted to be 1 ohm. Diagnostic imaging was performed which confirmed the electrode had dislodged, with clear evidence of twiddler's syndrome. An interrogation was performed which additionally showed a charge time (CT) error code. A surgical revision was performed and the physician originally only wanted to explant the electrode, but the CT error code persisted with the replacement electrode. The physician subsequently elected to explant and replace the s-ICD device, in addition to the electrode, to resolve the event. The patient was stable with no additional adverse effects. Both the s-ICD device and electrode are expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a charge timeout error and shock impedance of 1 ohm following the delivered shock. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Diagnostic imaging confirmed that the electrode had dislodged with clear indications of twiddler's syndrome. This dislodgement caused the short and subsequent clinical observations. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock due to over-sensed noisy signals. The shock impedance for the event was noted to be 1 ohm. Diagnostic imaging was performed which confirmed the electrode had dislodged, with clear evidence of twiddler's syndrome. An interrogation was performed which additionally showed a charge time (CT) error code. A surgical revision was performed and the physician originally only wanted to explant the electrode, but the CT error code persisted with the replacement electrode. The physician subsequently elected to explant and replace the s-ICD device, in addition to the electrode, to resolve the event. The patient was stable with no additional adverse effects. Both the s-ICD device and electrode were received for analysis.